Event description:
Information received regarding the explanted device notes that the patient was seen at the hospital emergency room after experiencing syncope. The device exhibited no output or telemetry.